Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user could not unlock the ilet and was unable to access the firmware update confirmation screen, consistent with a screen or user interface unresponsive malfunction of the pump. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included the user switching to an alternate insulin pump while a replacement ilet was arranged. Investigation included remote troubleshooting and case review. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.